Manufacturer narrative:
Device not returned. As part of our investigation, while onsite the ess informed the staff of the reprocessing deviations. The ess performed a reprocessing in-service that included: pre-cleaning, leak testing, manual cleaning, high-level disinfection, rinsing, alcohol flushing and endoscope storage. In addition, the ess provided the customer with a few reprocessing wall charts, a copy of the on-track form and the instruction for manual for the cyf-v2. A follow up in-service and observation was scheduled for 27jul2021. The subject device was not returned for evaluation. An investigation is ongoing to obtain additional information regarding this event.

Event description:
The service center was informed that during a scheduled onsite reprocessing in-service with an olympus endoscopy support specialist (ess), it was noted that an improperly or incorrect reprocessed scope was used on a patient. The ess observed that the pre-cleaning was not being performed at bedside after the procedure was completed. The leak testing was not being performed after every procedure and reusable brushes were used to brush the scope. The bristles of both brushes were worn down and missing. After manual cleaning of the scope, the control body and the insertion tube were only being submerged into a test tube system with aldahol for disinfection, while the light guide cable and video connector were not. After the scope was disinfected, the scope was then placed into a test tube rinse container with rinse water that was being reused. The customer advised that the disinfectant was only tested in the morning and afternoon. The scope cleaning and disinfection takes place in the procedure room and scope was then stored in the procedure room on an IV pole. There was no patient infection or positive device culture reported.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, but a conclusive root cause was not identified. The investigation determined the event was likely caused by human error since the facility might not have cleaned or completed a leak test on the device. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "if the endoscope is not immediately precleaned after procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at bedside in the procedure room immediately after each procedure." "After precleaning, perform a leakage test on the endoscope to ensure that it is waterproof by using the leakage tester mb-155 or wa23070a.equipment needed prepare the following equipment. When performing a leakage test using mb-155, prepare the following equipment. Do use of a damaged or leaking endoscope may pose an infection control risk to the patient and operators. Never connect or disconnect the leakage tester ¿s connector cap while immersed. Doing so could allow water to enter the endoscope and equipment damage can result. Personal protective equipment, such as eyewear, mask, moisture-resistant clothing, and chemical-resistant gloves basins that are at least 40 cm by 40 cm (16¿ by 16¿) in size and deep enough to completely immerse the endoscope. Clean water. Leakage tester. Do not use a damaged or leaking endoscope. Use of a damaged or leaking endoscope may pose an infection control risk to the patient and operators." Olympus will continue to monitor field performance.